Event description:
A vaxcel pasv mini port was placed for therapeutic purposes on an unknown date. Upon chest x-ray, a kink was found. The patient was taken to surgery to remove the port. During the removal procedure, it was noted that at the area of kinking, the catheter had scarred into the subclavian vein and the remainder of the catheter was unable to be removed. It was sutured in place. The hospital did not have additional information on this event. Product is part of medical device recall initiated february 9, 2004, by boston scientific corp - recall#z-0731.